Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. When the remote response center took the call, the customer did not know if the device was in clinical use at the time of the event.

Event description:
The customer reported a speaker malfunction. It is unknown if the device was in use on a patient. There wasn't any report of patient harm.